Manufacturer narrative:
The data acquisition assembly was returned for failure investigation (fi). Visual inspection revealed heat damage to several parts on the 3.3v supply. The customer complaint was verified. The root cause was heat damage caused by excessive voltage applied to the 3.3v line.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported getting co2 rebreathing risk alarm and low min vent alarm. There was no patient involvement. The customer spoke with a remote service engineer (rse) and the customer advised alarm message: low leak ¿ co2 rebreathing risk error in the significant event logs. The rse advised to perform performance verification testing (pvt) to help diagnose the issue and advised possible suspect flow sensor assembly but to perform pvt to confirm.

Manufacturer narrative:
The customer advised they replaced the flow sensor assembly and data acquisition (da) board and now getting error code 110f and 110e. The customer advised they checked all the cables and reseated them and reseated the da board and still getting the errors. The rse advised per service manual suspect flow sensor cable, flow sensor assembly, or da board. The customer was transferred to order a flow sensor assembly. The customer replaced the flow sensor assembly, and the issue is resolved. The unit is now back in service without any issues.